Manufacturer narrative:
Z-0750-2025.

Event description:
The patient reported recession. No further information available.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.